Event description:
During an intravascular stent procedure a balloon angioplasty was done. The balloon ruptured and it fractured. It was unable to be withdrawn. A minor surgical cutdown was required to remove it.